Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to customer¿s blood glucose level. Customer continued to use the pump with the current supplies for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.